Event description:
Revision surgery - due to an osteolysis common lymphoid progenitor (clp) stem. The surgeon changed the liner and switched to a biomet stem.

Manufacturer narrative:
The reason for this revision surgery was the patient developing osteolysis after 6 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the (B)(4) complaint for a part from this lot the root cause for the osteolysis could not be determined with confidence. Besides damage or normal implant wear, there are several factors that can contribute to osteolysis including age, disease, medical contraindication, distal loading of the implant, or insufficient proximal bone before primary surgery. There is no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient developing osteolysis on the clp stem. The surgeon changed out the liner and switched to a biomet stem.